Event description:
On 05/29/2006, the patient presented to the hospital. A ventricular lead dislodgment was confirmed by CT scanning. The ICD was turned off and the patient was sent to hospital where the device was originally implanted. A perforation was confirmed by CT and rv angiography. On 05/31/2006, the ICD and the lead were explanted.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc. Crmd. H.3. Summary evaluation: mechanical and visual analysis was performed. Test results of the tip stiffness indicated a normal tip stiffness of 15.21psi which is less than the maximum allowable tip stiffness of 27psi. The electrical characteristics of the lead were found to be normal.